Event description:
The bd m50 phoenix microbial identification and antimicrobial susceptibility testing system mis-identified a patient's bacterial isolate as a carbapenemase producer. With no further action recommended by bd, the patient chart was flagged to alert providers, teams, and infection preventionists of this highly resistant bacteria. The patient of concern has had multiple cultures obtained within the course of 8 months and the bd phoenix system has falsely classified patient isolates as carbapenemase-producing on 5 separate occasions. Unfortunately, this patient is not the only patient with microorganisms testing as false-positive for carbapenemase detection, indicating a pervasive issue with bds processes and causing multiple patients to have flags on their chart for drug resistant organisms that they may never have had. After a patient has a carbapenemase-producing organism detected from a clinical specimen, many facets of their care are affected and outreaching effects can be observed. Implications of unnecessary patient chart flagging include but aren't limited to: inappropriate antimicrobial treatment decisions, non-indicated isolation precautions during hospital stay and transportation, and epidemiological and public health involvement. Bds lack of initial instrument training, lack of adequate technical support in handling this issue, and half-hazard follow-through to resolve this issue is not only extremely frustrating as lab personnel, but hazardous to multiple patient care scenarios. This is a qualitative test that when "detected", "carbapenemase-producer" will be added on to the result for the patient chart. If the test does not detect the carbapenemase production, there is only an absence of the result.